Event description:
Institution has about 15 datex-ohmeda aestiva 3000 anesthesia machines used in the operating rooms. These machines use wall compressed gas supplies as well as having cylinders for backup use. Typically anesthesia machines use wall oxygen supplies preferentially and only utilize the gas tanks when there is a failure of the gas pipeline supply. Rptr noted that many of the ohmeda aestiva machines however, did not incorporate this usual safety feature. Nine of their machines used gas from the tanks rather than the wall pipeline supply when both were available. While no pt injuries have been reported, the potential for harm clearly exists: opening the backup oxygen cylinder to check the pressure is required as part of the FDA machine check. If the cylinder is then left open, the machine will empty the cylinder first before using the pipeline oxygen supply. Then, if there is a failure of the wall supply there is no reserve oxgyen supply available, which is a significant safety hazard. Not all of institution's ohmeda aestiva machines have this feature which suggests that it was corrected on later models. Rptr feels, that this is a significant design flaw which represents a potential safety hazard. While there are redundant safety features (like low gas alarms) which would help prevent catastrophic injuries most critical events result from the combination of many factors such as this one. Rptr has contacted the MFR who is aware of the problem and has a retrofit kit available to address the problem. However, there seems to have been no general notification or retrofit of machines.